Event description:
It was reported that the lead is reporting fast atrial intervals and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device was analyzed. Analysis concluded low resistance/impedance. Lead impedance trend data shows low impedance between (B)(4)-2009 and (B)(4)-2010.